Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batcha000080837. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the lead had high impedance and was unable to enter MRI mode. In turn, surgical intervention may take place to address the issue. Note: it is unknown which lead is related to this issue.

Event description:
Additional information was obtained that the other lead was not providing effective therapy. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.